Event description:
It was reported that the procedure was to treat a concentric lesion in the distal right coronary artery with heavy tortuosity. Pre-dilatation was performed and the 3.0 x 15 mm xience v stent delivery system (sds) was advanced without issue. The stent was implanted; however, a dissection occurred. An unknown stent was used to treat the dissection. The patient is stable and is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.